Event description:
Customer's mother reported receiving a no delivery alarm on the insulin pump. The blood glucose reading was 54 mg/dl and the customer was treated with food. She stated that the alarm was resolved by a complete set change and was unable to troubleshoot for the issue. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.